Event description:
The graft was implanted to repair a ruptured aneurysm. The dr claims that the graft leaked blood (quantity unknown) from a hole in the area of the bifurcation. The dr sutured the hole closed. After the clamp was released again, blood leaked from the graft's walls (quantity unknown). Subsequently, the graft was left in. The pt's condition is fine.